Event description:
Report rec'd of customer receiving "cassette failure" alarms on 8 pumps being used on one critically ill pt. It was reported that whenever a pt goes to surgery, the pumps are removed and dial-a-flows are placed on the infusions. When the pt returns from surgery, the infusions are not placed back on the pumps until the pt is "stable". It was reported that this pt had been on the following 8 drips: levophed, vasopressin, epinephrine, insulin, heparin, potassium, tpn and critrate. Concentrations and rates of these drips were not specified. When the pt went to surgery, the drips were removed from the pumps and placed on dial-a-flows. There were no reported problems with alarms prior to this point. When the pt return from surgery and was stabilized, they attempted to place the pt back on the same pumps that were in use prior to surgery, and all pumps alarmed with "cassette failure". The tubings on all 8 drips were changed, and the "cassette failure" continued. At this point, all 8 pumps were switched out for 8 different pumps, and therapy was continued without further reported incident. There was no reported adverse pt event or harm. All tubings were discarded and lot/list numbers were not recorded. Though requested there was no further info available.